Event description:
Additional information was received that no pre-balloon aortic valvuloplasty (bav) was performed. The deployment starting point was at the mid pigtail catheter. Prior to the valve dislodgement, the valve was at 3-4 millimeter (mm) on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). After the valve dislodged, the valve was at approximately 14 mm. The first valve was deployed and recaptured one time due to the valve being deep. The second valve was recaptured two times due to the valve being high and then low. A surgical valve was implanted.

Manufacturer narrative:
Updated b.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient was brought back into surgery the evening of the valve implant procedure to implant a surgical replacement valve. The two transcatheter bioprosthetic valves were removed from the patient.

Manufacturer narrative:
Updated data: b5., h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, during final deployment of the valve ((B)(6)), the valve dislodged deep into the left ventricle, possibly due to forward tension on the delivery catheter system (dcs). The patient then had moderate aortic regurgitation (ar), so the decision was made to snare the valve upwards to seal higher and reduce the ar. While snaring the valve, it was pulled out, above the annulus and into the aortic root. A second valve ((B)(6)) was required to be prepared and loaded. On final release of the second valve, with neutral tension on the dcs, the valve once again dislodged deep into the left ventricle when released. Once again, fluoroscopy showed moderate ar. The team discussed whether to implant a third transcatheter aortic valve (tav) with different technology, or to use a surgical replacement valve. The decision was made to plan the patient for surgery. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID l-evprop23-29; product lot/serial number unknown; product type: compression loading system (cls) product ID d-evprop23-29; product lot/serial number (B)(6); product type: delivery catheter system (dcs) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: two media files were provided for review. Patient¿s executive summary was not provided for anatomical review. Depth assesment prior to final release was not provided, thus adequate implant depth cannot be validated. The media files showed the first valve dislodging ventricular. Evidence showed the valve was snared to the ascending aorta. The cause of the dislodgement cannot be determined with the information provided. Of note, as stated in the instructions for use (IFU), potential risks associated with the implantation of the evolut pro+ bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization; emergent surgical or transcatheter intervention (for example, coronary artery bypass, heart valve replacement, valve explant, percutaneous coronary intervention [pci], balloon valvuloplasty). Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.